Manufacturer narrative:
Device code (B)(4). Also applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had heat and discomfort and a possible infection at the battery site. The battery could not be interrogated because it was empty. The patient wanted the implant removed due to lack of effect. The patient was going to schedule another appointment with the doctor to discuss and the issue was not resolved at the time of the report.